Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6 - type of investigation should have been device not returned rather than type of investigation not yet determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-25308, 2017865-2021-25311. It was reported that the patient's pocket was not properly healing. The physician suspected the pocket was infected. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system as the physician is unsure of the root cause. The device, right ventricular and right atrial leads were explanted. The patient was in stable condition.